Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room and admitted to hospital for 5 days due to diabetic keto acidosis and high blood glucose on (B)(6) 2020 with blood glucose of 505 mg/dl at home and 440 mg/dl in emergency room. The customer's current blood glucose was unknown mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with intravenous insulin drip, manual injection and insulin pump. Troubleshooting was done for high blood glucose. Customer had been using insulin pump within 48 hours of event. Automode system was used during the process. Customer stated they woke up mid night and started vomiting. The insulin pump will not be returned for analysis.